Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experiencing lows in the 80 mg/dl and 50 mg/dl range, so her endocrinologist decreased her basal rate. However, ever since her basal rate was adjusted her blood glucose has been running high in the morning since she has been working overtime. Her work schedule pushes her meals to later in the evening. She plans on meeting with her territory manager next week to discuss different basal settings for her overtime days. The customer was offered resources about basal patterns along with a transfer to the 24-hour helpline for further assistance, but the customer declined. No products were shipped or returned.